Manufacturer narrative:
Additional device implanted and involved in this event: tg3410/06490690. Udis for the lots are as follows: lot 06463457: (B)(4) lot 06490690: (B)(4)

Event description:
On (B)(6) 2009, the patient underwent a procedure using two gore tag thoracic endoprostheses to treat a dissected thoracic aneurysm. It was reported that on discharge date of (B)(6) 2009, the aneurysm measured 58.1 mm. Follow up dates and aneurysm measurements are noted as the following: (B)(6) it is unknown why the aneurysm sac has enlarged and there has been no reported reintervention. No further information is available.